Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, normal device operation was noted during analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was explanted due to an unknown reason after various years of use. The patient underwent a surgical intervention to remove the pacemaker and implant a new device. No additional adverse patient effects were reported.